Event description:
It was reported that while using bd preset¿ arterial blood collection syringe the protective cap was discovered to be missing. Patient impact was not reported. The following information was provided by the initial reporter, translated from chinese to english: the material number is 364314, the batch number is 9330257, the arterial blood collector¿s feedback: there may be missing components in the smallest package of the batch. Performed a cesarean section for a patient. During the umbilical cord was not cut, the surgeon used the bd common arterial blood collection device to draw cord blood. After the blood was taken, the nurse found that there was no green plastic cap on the preparation table, and it was not found until the end of the operation. The material preparation nurse did not carefully check the components inside before unpacking, and did not count the components in time after unpacking. The surgeon searched in the abdominal cavity of the patient, but no protective cap was found. After searching the entire operating room several times, no protective cap was found, at present, the customer is investigating whether the components are missing from the original packaging or were accidentally brought into the patient's body during the operation. It hope that the manufacturer will cooperate in the investigation of the production process and quality control process of the batch number product to see if there are defects in the batch production process that may cause the components in the package missing, and hope that the manufacturer can send a letter to inform the final investigation results.

Manufacturer narrative:
Type of reportable events: serious injury . Investigation summary bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for missing cap with the incident lot was not observed as the pictures only show two syringe packages after use and an example of the cap. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing cap as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd preset¿ arterial blood collection syringe the protective cap was discovered to be missing. Patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: the material number is (B)(4), the batch number is 9330257, the arterial blood collector¿s feedback: there may be missing components in the smallest package of the batch. Performed a cesarean section for a patient. During the umbilical cord was not cut, the surgeon used the bd common arterial blood collection device to draw cord blood. After the blood was taken, the nurse found that there was no green plastic cap on the preparation table, and it was not found until the end of the operation. The material preparation nurse did not carefully check the components inside before unpacking, and did not count the components in time after unpacking. The surgeon searched in the abdominal cavity of the patient, but no protective cap was found. After searching the entire operating room several times, no protective cap was found, at present, the customer is investigating whether the components are missing from the original packaging or were accidentally brought into the patient's body during the operation. It hope that the manufacturer will cooperate in the investigation of the production process and quality control process of the batch number product to see if there are defects in the batch production process that may cause the components in the package missing, and hope that the manufacturer can send a letter to inform the final investigation results.